Event description:
Clear care, I fell asleep with my contacts in. I woke up in the middle of the night, and put my contacts in the clear care eye solution container as specified, with the proper amount of solution. When I woke up , I put my contacts in, and they immediately started burning. I took them out. I realized that they must not have sat in the contact container for the full six hours. This morning, one day later, my eyes are still red, watering, burning, and my right eye has begun secreting green mucus. I am very unhappy, clear care should make it clear that chemical burns can occur on your eye if contacts do not sit in the container long enough. Medication administered to or used by the patient: no; in my opinion, they do not provide adequate warnings on their package. (B)(6).